Event description:
It was reported that a flextend¿ tts¿ tracheostomy tube was not sealing correctly. The defect was discovered after use with a patient. The product issue did not cause patient injury.

Manufacturer narrative:
Device evaluation summary: one tts pediatric flextend device was returned for analysis without their original packaging. The visual inspection identified no damage to the unit. Functional testing included leak test. One small leak was observed. The customer stated issue was duplicated and confirmed. Problem source could not be identified.